Event description:
On (B)(6) 2011, a synthesis drill bit model 310.111 1.1mm malfunctioned and broke during a procedure requiring a second, unplanned procedure. Pt was admitted for a repair of a right finger fracture. Synthesis drill bit 1.1 broke in the pt's hand. Orif performed to remove broken bit.